Event description:
It was reported by customer before use that cardiosave intra-aortic balloon pump (iabp) had ECG trunk cable malfunction. No patient involvement. No patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) found trunk cable not good and stated repair not yet done and will do very soon. ECG cable will get replaced. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.